Event description:
The surgeon attempted to insert a three piece silicone lens aq2010v, diopter -20.5. The lens tore prior to insertion. The lens was not inserted and there was no patient contact or injury. The reporter believes the lens was damaged by the injector.